Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal cavity infection manifested by cloudy effluent the cause of the event was not reported. On an unreported date, the patient was hospitalized for the event and began treatment with an unspecified intraperitoneal anti-inflammatory drug. At the time of this report, the patient remained hospitalized and was not recovered. Pd therapy was ongoing. No additional information is available.